Event description:
Customer request event log review to confirm programming of overinfusion of cardizem they feel is due to user programming. A 100 ml of cardizem 1 mg/1ml concentration was programmed in ER in guardrails at 20 mg/hr. Physician order was to increase to 25 mg/hr which is above facility's hard upper limit of 20.1. When patient transferred to critical care, rate was found to be at 25 ml/hr in basic infusion mode although ER nurse denies having programmed this rate. Facility feels that even though ordered by md, this rate is dangerously high and is treating incident as sentinel event. They do not suspect any malfunction of the device. Critical care nurse turned off infusion and patient had no harm or adverse effect. Pcu event log and data set received and investigation is ongoing. Follow-up report will be filed when investigation is completed.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer.